Event description:
Follow up.

Manufacturer narrative:
After three notifications, a sample for this complaint has not been returned for review. However, an image was provided that shows the hub of the dilator to be detached from the dilator shaft. Based on the image and previous complaints regarding this issue, this complaint was confirmed. CAPA (B)(4) has been initiated to investigate the dilator issue. The CAPA will document the root causes identified and the corrective actions taken to address the issue.

Event description:
Physician intended to use a micro introducer kit with a closurefast catheter along with rfg3 during treatment of the entire length of great saphenous vein (gsv). IFU was followed.guide wire was used for the insertion of catheter. Proper temperature was reached. It was reported that the micro introducer separated when removing device during procedure. There was no patient injury reported.